Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital personnel analysis confirmed the reset. The cause was due to por during a delivery of therapy. The cause of the por was due to arcing to the ICD can due to lead anomaly.

Event description:
ICD analysis notes that the lead arced to the ICD can indicating a lead anomaly. A burn mark was observed on the can. The lead remains implanted.